Event description:
Spreader bar came loose while pt was on lift. Pt fell 3-4 inches on the bed. Pt complained of soreness in lower back and posterior right lower leg. No serious injury noted. Pt's weight is 435 lbs.